Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated and the ptfe is still holding the two ends together. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that would have contributed to the difficulty to cross.

Event description:
Reportable based on device analysis completed on 19aug2020. It was reported that the device could not cross the lesion. The target lesion area was located in the left anterior descending artery. A 145, 5-in-6 guidezilla catheter-guide extension was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No complications reported and the patient was stable post procedure. However, device analysis revealed that the collar is separated.